Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Device evaluation found cable flooding and cable damage. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. A device history review (DHR) review was completed, and no issues were identified. The DHR confirmed that the subject device was shipped in accordance with specifications. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head had water invasion. There was no patient involvement.

Event description:
It was observed that during the device evaluation, the camera head had water invasion. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.